Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. A 2.1 mm jetstream xc atherectomy catheter along with a 300 cm thruway wire, were being used in a rotational atherectomy procedure to treat a focal tight stenosis in the left superficial femoral artery (sfa). The jetstream xc 2.1 became stuck on the wire while advancing it to the lesion. The catheter appeared to be kinked. The catheter was removed from the patient and the procedure was completed with another device. No patient complications were reported and there was no harm to the patient.